Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly.

Event description:
It was reported that the ipg was implanted into pocket with pin plugs to test size of pocket. The surgeon noticed blood had entered header distal to extension socket and observed what looked like a crack allowing fluid/blood to enter. The surgeon was able to remove the device with suction, replaced with a new device and completed implant. There was no patient sequelae/patient recovered without sequelae. Additional information has been requested, and when received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.